Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt was unable to establish telemetry between her ipg and charger. A replacement charging system was unsuccessful at resolving the issue. The pt allegedly has stimulation, and she is still able to use her programmer to communicate with the ipg. The physician plans to test the device intraoperatively to determine if an explant and replacement is necessary. No further info is available at this time.